Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 4 bd vacutainer® sst¿ ii advance plus blood collection tubes were missing gel. The following information was provided by the initial reporter: "we found a non-conformity on red 3.5ml tubes with gel, ref 368965. We found 4 tubes without gel and other tubes whose gel does not seem to have fallen properly to the bottom. This is lot 0273114. Can you reassure us about the quality of these tubes and confirm that we can use them - in particular, are they likely to have other anomalies, such as the absence of the coagulation activator?"

Manufacturer narrative:
The following fields were updated due to corrected information: b.5. Describe event or problem: it was reported that 4 bd vacutainer® sst¿ ii advance plus blood collection tubes were missing gel and a unknown amount with gel smearing. The following information was provided by the initial reporter: "we found a non-conformity on red 3.5ml tubes with gel, ref (B)(4). We found 4 tubes without gel and other tubes whose gel does not seem to have fallen properly to the bottom. This is lot 0273114. Can you reassure us about the quality of these tubes and confirm that we can use them - in particular, are they likely to have other anomalies, such as the absence of the coagulation activator?" H.6. Investigation: bd had not received samples or photos for investigation. Therefore, 4 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to gel smearing as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that 4 bd vacutainer® sst¿ ii advance plus blood collection tubes were missing gel and a unknown amount with gel smearing. The following information was provided by the initial reporter: "we found a non-conformity on red 3.5ml tubes with gel, (B)(4). We found 4 tubes without gel and other tubes whose gel does not seem to have fallen properly to the bottom. This is lot 0273114. Can you reassure us about the quality of these tubes and confirm that we can use them - in particular, are they likely to have other anomalies, such as the absence of the coagulation activator?".